Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a manufacturer representative via a healthcare provider (hcp) regarding delivery of morphine (25mg/ml, 3mg/day) in a pain infusion pump for non-malignant pain and failed back surgery syndrome. A motor stall occurred on (B)(6) 2015 (at 13:21 hours) after trying to update the pump following a refill. A "stopped pump period may exceed tube set" message occurred on (B)(6) 2015 (at 13:21 hours). The attempt was made to update the pump again, the motor stall remained. The issue was not resolved. The motor stall was not related to an MRI. The patient was at home on the date of the motor stall. The patient's status at the time of the event was stated to be alive with no injury. There were no reported patient symptoms. The patient was to be covered with non- pump medication. The pump was replaced on (B)(6) 2015. The elective replacement indicator (eri) was stated to be 26 months.

Manufacturer narrative:
(B)(4)